Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause and treatment were not reported. The pd therapy was ongoing. The patient was recovering from the peritonitis. Additional information was requested, but the reporter declined further contact about this event.